Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections were performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above specification limits. Test piston foam was installed, and the device passed the accuracy confirmation testing. Further inspection of the door assembly revealed that the door piston was cracked along the rib of the right disposable. The cause of the rite failure was due to deteriorated piston foam and a cracked door piston. The piston foam and door piston were scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.